Event description:
On 13 sep, 2007, the sales representative reported that the doctor could not get the instrument that connects to the screw to disengage. The doctor then used a mallet to try and dislodge the adjuster and the instrument bent in the process. On 26 sep 2007, the sales representative responded to an inquire with further description. The surgeon was removing pathfinder implants from a normal removal case. The fixation was unilateral. There was no additional hardware that was being implanted. When trying to seat the driver into the screw head, the surgeon used a mallet to help seat it and the force of impact bent the shaft of the driver. The removal was performed through a small incision. A 45 minute surgery extension occurred because of the surgeon's difficulty in getting the driver into the head of the screw. There was no injury to the patient.

Manufacturer narrative:
Evaluation is pending.